Event description:
Reportedly, the stapler was fired and could not be pulled out. The anvil was tilted, but the stapler would not release from the anastomosis. After many attempts, they finally got it to release, they inspected the donuts and they seemed fine. When they put the scope up to the anastomosis to inspect, there was a leak on the posterior side and a severe tear of the serosa. The patient was given a diverting colostomy to ensure that the anastomosis heals correctly. Procedure: lar.